Event description:
It was reported by the patient that occlusion alarms were occurring. There was no adverse impact to the customer's blood glucose level. The patient declined a follow-up from customer technical support, and no further information was obtained.